Manufacturer narrative:
(B)(4). Device was reportedly not implanted / explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon was unable to implant a screw in the lateral most hole of a zero-p implant during an anterior cervical discectomy fusion at the c3 to c4 level. The surgeon then attempted to place a 3.0 mm ti cervical spine locking screw and a 3.0mm ti cervical spine locking screw (16mm) - neither of which would implant either. The surgeon decided to complete the case, utilizing the zero-p implant, without a screw in the lateral most hole of the zero-p device. The procedure was completed successfully.this is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.